Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jan-2023. H6: investigation summary one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center. A device history review was performed for reported lot 2203141, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All protectors were assembled using the m12 assembly fixture. In all cases, liquid could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for lot 2203141 and no issues were identified, product was verified to meet required specifications. Based on the investigation results and sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between protector and vial. The following information was provided by the initial reporter: the hcp connected the protector (p50j) to the vial of endoxan and injected saline into the vial. The expansion chamber inflated with no problem. The hcp then dissolved the drug with saline and saw the solution leaking from the connection between the vial and the protector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between protector and vial. The following information was provided by the initial reporter: the hcp connected the protector (p50j) to the vial of endoxan and injected saline into the vial. The expansion chamber inflated with no problem. The hcp then dissolved the drug with saline and saw the solution leaking from the connection between the vial and the protector.